Event description:
It was reported that the patient underwent knee revision surgery due to a broken bearing approximately 11 years, 2 months, and 20 days post-implantation. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This is a combined initial and final report. D4: the primary unique device identification (UDI) number is not applicable as the device's lot number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: oxf twin peg cmntls fmrl md; item number#161474; lot number# unknown. Oxford cementless tibia c lm; item number# us166574; lot number# unknown. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed which confirm a broken bearing. The bearing has fractured into 2 halves, there does appear to also be deformation to the edges of the bearing surfaces. Nothing further can be gained from the pictures. A review of the device manufacturing records could not be performed due to the missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. X-rays were received and assessed by a health care professional and not sent for radiologist review because the photographs, which were also received, confirm the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.